Event description:
Allergic reaction of urticaria, cough and dyspnea during blood components transfusion. The patient was given antihistamines (promethazine), and steroids. No orotracheal intubation and no vasoactive drug support was registered. Hospitalization was not required.